Event description:
During vascular surgery, an aortic bifemoral bypass graft, the tunneler tip of the instrument used by the surgeon came off while still in the pt. It took 4 hrs to locate the tip using x-ray and exploration. The surgery time was extended. The pt required reoperation two days later and expired on 10/14/96.